Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, leakage past the stopper and the cannula pulled out of the hub was observed. A device history record review found no non-conformances associated with this issue during production of this batch. However, as no samples were received for further analysis, the root cause could not be determined.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw disconnected from hub. The following information was provided by the initial reporter: the needle disconnected from hub during blood collection. The blood leak out from the side of plug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw disconnected from hub. The following information was provided by the initial reporter: the needle disconnected from hub during blood collection. The blood leak out from the side of plug.